Event description:
Patient reported they had a nevro hfx implanted a few months ago for a trial and 2 days into the trial, the leads disconnected and worked their way into the muscles and got electronic pulses to their muscles. The pt was scheduled to have the permanent implanted, but the hospital was reluctant to permit the spinal cord implant and cancelled their implant surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".